Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17683. It was reported the pt is not receiving effective stimulation from her pns system (off-label). An sjm rep was unable to resolve the issue with reprogramming. At this time, no known course of action has been planned.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.